Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, a control computed tomography (CT) was performed on the pt that showed contrast in the aneurysm sac, and enlargement of the aneurysm by approx 9 mm. The physician suspects a proximal type I endoleak. On (B)(6) 2011, the pt underwent a re-intervention. A gore aortic extender component was placed proximally and extended with a palmaz stent. The palmaz stent was landed partially above the renal arteries. There was no obstruction of flow to the renal arteries. Final control angiography was unable to determine if the endoleak was resolved. The pt tolerated the procedure. The pt's proximal aortic neck diameter ranged 23mm - 27mm. The right common iliac diameter range was 12mm - 9mm, and the left common iliac diameter range was 11 mm - 9mm. The computed tomography (CT) images were provided to gore and an eval was performed. The maximum aneurismal diameter measured 88 x 94 mm. There was no proximal wall apposition. Contrast pooling was visible which appeared to communicate with the aneurysm sac, confirming a type I endoleak.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore excluder aaa endoprosthesis specifies: gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 - 21% oversizing) and 1 mm larger than the iliac inner diameter (7 - 25% oversizing). The intended aortic vessel diameter for the device implanted is 24mm - 26mm and the intended iliac vessel diameter is 12mm - 13.5 mm. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement.